Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2010-00355 for the first event involving the same patient. It was reported that the first intra-aortic balloon (iab) was removed in the operating room. Eight hours later, the patient was taken back to surgery due to excessive bleeding, at which time, the surgeon attempted to insert another iab (30cc). The spring wire guide (swg) passed through the femoral sheath, the iab was inserted. Again the iab would not advance high enough in the descending aorta for optimal iab therapy. The surgeon removed the iab. No other attempt was made to insert an iab. The patient is still admitted to the intensive care unit at this time with no iab support. Additional information received on 5/25/2010 from the distributor stated that "the patient was taken back to surgery due to the "heart surgery" not the iab incident."